Event description:
Boston scientific crm received information that during a revision procedure, this dextrus atrial lead was explanted due to suspected undersensing. A technical services strips review confirmed functional undersensing due to programmed blanking periods, no real atrial activity with just on p-wave, and evidence of the atrial channel oversensing right ventricular activity. A new lead was successfully implanted. No adverse patient effects were reported.